Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records of p9311h were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open and the device could not be released at the 2nd firing when stapling ipv. The knife seemed to return to the home position since the knife reverse switch could not be pushed. Neither the closing lever nor the manual override lever functioned. Eventually, the device could be released one way or another and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: p5779h. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.